Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a service technician as a part of preventative maintenance. Visual inspection, functional testing and battery testing were performed. The cracked door latch was identified during visual inspection. The cause of the condition could not be determined. To correct the condition, the door latch was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a cracked door latch. No additional information is available.